Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s sensor failed during warmup. Sometime later the same day, she began vomiting. Her mother called 911, and upon ems arrival, the patient was transported to the hospital. In the emergency room, her blood glucose was 400 mg/dl. She was started on an insulin drip and received IV fluids, after which she was transferred to another hospital for continued care. The patient remained hospitalized for three days. Upon discharge, she reported feeling weak but somewhat improved. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.